Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the reference valve and ise tubing were contaminated with fugus. The fse performed decontamination and replaced the reference valve and ise tubing to resolve the issue. The fse ran quality control and patient samples, which all passed. Analyzer resumed normal operation. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results including sodium (na) and potassium (k) on their au5800 clinical chemistry analyzer. The high patient results were not reported out of the laboratory. The customer repeated the samples on another au analyzer and obtained results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial na and initial k results for two (2) patient samples.